Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine upgrade procedure, the guidewire was placed into the patient's true lateral vein. When viewing on the fluoroscopy, it appeared that the wire went outside of the veinous anatomy. The physician believed there to be a perforation when viewing the venogram, however, it was not confirmed. The physician elected to place the left ventricular (lv) lead over the wire. A second lv lead was implanted without complication and was connected to the device. No other adverse patient effects were observed.